Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. Follow up indicated the patient had uncontrolled sepsis that was likely related to covid, however, the device could not be ruled out due to bacteremia. No further patient complications have been reported as a result of this event.